Event description:
It was reported that during a sigmoidectomy procedure, the device could only be used only with min part. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 03/26/2008. Info anticipated, but unavailable at this time.